Event description:
A malfunction alarm was reported, identified as malf 12, with fault ID 0x2071. There was no adverse impact to the customer's blood glucose level. Customer technical support provided information to reset the pump, and the customer successfully performed the reset. The issue did not recur, and the customer was advised to continue using the pump while being informed to contact support if the problem reappeared.